Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the sensica device was not recognizing the temperature foley catheter. It was stated that initially the device showed 35.3c as a low temperature and 43.0c as a high temperature, but later it was only showing. The user was able to obtain a cord to connect the foley catheter with the monoplug adaptor to their monitor instead. It was still not displaying the temperature and there was an alarm notification ¿temperature out of range.¿

Event description:
It was reported that the sensica device was not recognizing the temperature foley catheter. It was stated that initially the device showed 35.3c as a low temperature and 43.0c as a high temperature, but later it was only showing ¿****¿. The user was able to obtain a cord to connect the foley catheter with the monoplug adaptor to their monitor instead. It was still not displaying the temperature and there was an alarm notification ¿temperature out of range.¿

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak / handling damaged". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review can not be performed because only the catheter sub-assembly number was provided not the finished catheter or tray pcn. The device was not returned.

Event description:
It was reported that the sensica device was not recognizing the temperature foley catheter. It was stated that initially the device showed 35.3c as a low temperature and 43.0c as a high temperature, but later it was only showing ¿****¿. The user was able to obtain a cord to connect the foley catheter with the monoplug adaptor to their monitor instead. It was still not displaying the temperature and there was an alarm notification ¿temperature out of range.¿